Manufacturer narrative:
The hill-rom technician found the brakes not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brakes to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes are not holding. The bed was located at the account on the 7th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).